Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this device endured chronic atrial fibrillation (af). No atrial pacing was occurring on the device system. The pacing impedance measurements were reportedly within acceptable limits. Automatic capture (ac) was programmed on approximately one year following implant of this device and had been operating at 1.1v. The device declared elective replacement indicator (eri) with a threshold measurement of 5.0v. A revision procedure was performed and this device was explanted. The health care professional (hcp) implied a longevity concern as the device was implanted for approximately five years. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.